Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 462 mg/dl and 408 mg/dl (compact plus meter) and 175 mg/dl (nurse's meter). No adverse event reported. Return of the suspect device was requested for evaluation.